Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atria (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.